Manufacturer narrative:
Correction: h6: field should be corrected to reflect programming changes made.

Event description:
It was reported that a patient presented in-clinic with post-sensed t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made and the patient was stable throughout.